Event description:
It has been reported that device was deployed in an attempt to resuscitate a drowning victim. Device advised and delivered 3 shocks, however, victim was not resuscitated.

Manufacturer narrative:
(B)(4). ECG from deployment was reviewed. Device analysis recommended shock, and shock was delivered. A total of 3 shock advisories were issued and shocks were delivered during this deployment. Device passed internal self diagnostic checks conducted after deployment.